Manufacturer narrative:
(B)(4). Additional pro-code hsb. Without a valid lot number the DHR is not available. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an incoming inspection it was discovered that screw was not placed in the tube holder correctly. No surgery or patient impacted. This complaint is for one (1) lockscr ã¸3.5 self-tap l38 tan. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary investigation flow: damage/functional visual inspection: the lockscr ã¸3.5 self-tap l38 tan (part #: 412.116tsand lot #: 6l18837) was received at us cq. Upon visual inspection of the complaint device, it showed no defects with the returned devices. Functional inspection: the functional test could not be performed as the mating device was not returned. Can the complaint be replicated with the returned device? Unable to perform dimensional inspection: the dimensional inspection was performed. Document/specification review: the current and manufactured revisions were reviewed: the complaint was not confirmed. Investigation conclusion: this complaint is not confirmed as the complaint condition cannot be replicated. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 412.116, lot: 6l18837, manufacturing site: grenchen, release to warehouse date: sep. 19, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.